Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that at a device check, intermittent pacing failure was observed with elevated r-wave oversensing. It was noted that the patient felt discomfort. The pulse width was changed to no avail followed by an adjustment to the output rate. The lead remains in use. No further patient complications have been reported as a result of this event.